Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015. She could not remember her blood glucose level but it was not that high. The customer had ketones and was nauseous. She was feeling bad all day. The customer had a diabetic ketoacidosis. She was given insulin drip. The customer was wearing her insulin pump at the time of hospitalization. The insulin pump alarmed battery out limit. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.